Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle of the device. This is attributed to failure to clean adequately. Due to the presence of the foreign material, nozzle water supply removal ability does not meet the standard value. Other observations for the device are: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; adhesive of distal end rubber coating (a-rubber) has a chip, a crack, and and a white clouded area; light guide (lg) lens has a crack; adhesive around lg lens and objective (ob) lens have white cloudy area; universal cord has a wrinkle; connecting tube has a cut and a wrinkle; switch (sw) sw4 has wear; and a-rubber, control section area ig protector, sw1, distal end cover (c-cover) have a scratch. User¿s complaint of insufficient angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of insufficient angulation. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle of the device. This is attributed to failure to clean adequately. Due to the presence of the foreign material, nozzle water supply removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material with being larger than the inner diameter of the air / water (a/w) nozzle, flowed and got clogged inside the a/w channel. Olympus will continue to monitor field performance for this device.